Event description:
The pt experienced increased pain and was given more oral medications. At refill, the expected residual volume was 2ml and the actual residual volume was 18ml. The pt had not been getting drug for approximately three months. She did not experience withdrawal due to the use of the oral medications. The pump was also sounding the low reservoir volume alarm. It was replaced. The catheter appeared to be fine and was not replaced. The pt was reported to be doing fine after the new pump was implanted.

Manufacturer narrative:
.